Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during preparation, after flushing the guidewire (subject device) in the carrier tube and then removing the device from the carrier tube, the guidewire was found to be broken in the middle section. There was no impact to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. It was reported that the guidewire was broken when it was taken out of the carrier tube. Information from the complaint indicated that no damage was noted on the packaging, the guidewire as prepared flushing the carrier tube, and no resistance was felt while removing the guidewire from the carrier tube. Review and analysis of all available information failed to indicate an assignable cause or probable assignable cause for the reported event. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during preparation, after flushing the guidewire (subject device) in the carrier tube and then removing the device from the carrier tube, the guidewire was found to be broken in the middle section. There was no impact to the patient.